Event description:
It was noted that the patient wanted to increase stimulation above 2.5 v and reported seeing the poor communication screen. The patient was able to get communication after a couple of attempts, saw the sync button and changed to program 4 at 0.0 v. The patient did not know what program she was on initially. It was noted that the device had not been working for the patient since she was in an accident. It was reported that the patient was rear ended about two months ago. The patient had turned the device off for an MRI of her brain. Since the accident, the patient had had trouble adjusting stimulation and had not told her physician of the accident. The patient was going to contact her physician and make an appointment.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-28, serial# unknown, implanted: 2009-(B)(6), (B)(4).